Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Pre-op diagnosis: adjacent segmental disorder procedure: posterior lumbar interbody fusion levels: l3/4/5 it was reported that during surgery, on confirming via the fluoroscopic image it was found that the cage had been inserted into the posterior wall of l4 vertebral body instead of the l4/5 intervertebral disc space. The cage was left in the vertebral body. There was procedural delay of more than 60 minutes. Patient complications were reported as unknown.